Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/25/2017 with the following findings: a review of the black box showed a call service 012 alarm. The pump powered on properly to find no alarms. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no call service alarms were received. Unrelated to the original complaint, the battery compartment was cracked alongside the pump. Additionally, a leak was found in the battery compartment with corrosion. The cartridge compartment was chipped. The pump was opened to find no further evidence of moisture. (B)(4).